Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Mfg date: 11/20/2017. Eng eval completed on 09/24/2018. Per investigation conducted under CAPA (B)(4), 9 complaints including 10 devices were evaluated and the reported condition was confirmed. Investigation confirmed that all parts were manufactured to specification. A review of the specifications on the engineering print revealed that the overlap between the snap ring's od (.720+.000/-.004) and the ID of the housing lip (.705+/-.003) is on the low side. The root cause was determined to be that the design of the snap ring that holds the button in place was not robust. The amount of the overlap between the snap ring and the lip of the housing was on the low side, which increases the risk of disengagement. An update to the design to prevent recurrence is planned. From the health risk index (hri) conducted for crc-2018-08-31-02: the button component fell off the truliant tibial tamp guide during various occasions (usage, cleaning, transportation, etc.). Exactech has received 9 incident reports after more than 3000 cases (occurrence rate ~3%). There is no anticipated harm to the patient due to the delay in surgery. Per the trilliant primary knee systems operative technique (lit 712-35-31, rev a), the tibial tamp guide is used for tamping of the tibial baseplate trial during knee implant surgery via impaction and retro-impaction. The device IFU (700-096-0160) warns that only qualified surgeons knowledgeable in anatomy, biomechanics, and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the truliant femoral components, tibial inserts and tibial trays surgical technique and use these implants in accordance with the respective indications and contraindications summarized in this document. In addition, the surgeon should be fully knowledgeable about the compatibility between system components and use accordingly. Finally, the surgeon must be trained on the proper operative technique including the proper use of system instrumentation. It is essential that the proper surgical technique be used when securing locking components. Aggressive impaction techniques and forceful assembly methods may damage components and lead to device failure. Repeated assembly and disassembly of modular components could compromise the strength of locking mechanisms. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. The tibial tamp guide button fell out during a surgical procedure. There was no adverse event to the patient. Investigation conducted under CAPA (B)(4); the root cause was determined to be that the design of the snap ring that holds the button in place was not robust. The amount of the overlap between the snap ring and the lip of the housing was on the low side, which increases the risk of disengagement. Corrective actions are ongoing.

Event description:
It was reported from the us that during an orthopedic surgical procedure the surgeon was impacting the tibial tamp guide when the punch release button moved out. It did not completely fall out until it was placed on the back table. The staff had to open a 3nd tibial prep tray. There was no surgical delay with no adverse effect to the patient. The patient was discharged from the or in stable condition. The agent was present during the surgery. The agency is inactive, there is no further information.